Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Date device was stripped is not known. Additional product code: kwq. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stardrive screwdriver shaft stripped during a both bone forearm fracture repair on (B)(6) 2018. The malfunction was discovered during the first screw placement. It is not known if the device was stripped prior to or during the procedure. There was a back-up similar device available for the surgeon to successfully complete the procedure. There was no surgical delay. No patient harm was reported. The reported patient outcome was successful. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) stardriver screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 314.467 , synthes lot number: 6803611 , supplier lot number: na , release to warehouse date: 26-jan-2012 , supplier: na , manufacturing site: monument . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The t8 stardrive screwdriver shaft (314.467) is a common trauma instrument, noted in 30 system technique guides including: 2.4mm va lcp distal radius, compact distal radius, and modular clavicle plate. In each instance, the instrument is utilized for screw insertion/removal. The returned instrument was examined and the complaint condition was able to be confirmed as the device was found to have a stripped tip. No definitive root cause was able to be determined however the failure mode is typically associated with the application of excessive force during screw insertion/removal; based on the direction of the twisted tip, the failure occurred during removal. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis was possible due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.